Event description:
Same as case manufacturer's report #6000093-2006-01194. It was reported that 158 days after implantation of a 2.5x24mm and 2.5x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the obtuse marginal branch (om) of the left circumflex artery and the distal left anterior descending artery (lad). A pre-intervention stenosis of 60% in the proximal portion of the main om and 90% stenosis in the mid portion of the om were reported. A pre-intervention stenosis of 80% in the mid to distal lad was reported. A 2.0x15mm maverick balloon was used to pre-dilate the om. A 2.5x24mm taxus stent was deployed at 14 atms in the om in the region in the lesion. Then a 2.0x15mm maverick balloon was used to pre-dilate the lad, and a 2.5x16mm taxus stent was deployed in the mid to distal lad in the region of the lesion. A post-intervention residual stenosis of 0% within the stented area in the om was reported. It was noted that "there was some step down and step up proximal and distal to the stent," in the om. A post-intervention residual stenosis of 0% in the lad was reported. The patient reportedly, "tolerated the procedure well without complications. The patient presented 158 days after the initial procedure with 90% in-stent restenosis in the om artery and 75% in-stent restenosis in the distal lad. A 2.25x15mm maverick balloon was used to pre-dilate the om artery. Intracoronary nitroglycerin was administered then a 2.5x24mm taxus stent was deployed in the region of the lesion. A residual stenosis of 0% within the stented area of the om was reported. Fifty percent mid left circumflex and 60% proximal om stenoses persisted and "did not appear to be significantly flow limiting and were not intervened upon." A 2.25x15mm maverick balloon was used to pre-dilate the lad. A 2.5x24mm taxus stent was deployed in the region of the lesion. A post-intervention stenosis of 0% was reported. The patient reportedly "tolerated the procedure well without complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.